Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed due to a segmentation fault at bga components u102 and u105 on the c/a board. U102 and u105 were defective, causing the corrupt programming and the monitor to now power on. The root cause for the flash memory failure could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.